Manufacturer narrative:
The technician replaced the bed exit power control board to resolve the issue.

Event description:
The technician alleged the bed exit alarm had no audible sound. No patient impact.